Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: chuck device, (B)(6) 2022, quick coupling device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece device had a leak tightness test failure, sticky trigger and moving parts did not move smoothly-trigger. It was further determined that the device failed pretest for check for sticky triggers, check for mechanical free moving and leakage test using bubble emission technique. It was noted in the service order that the device did not rotate smoothly while in use with a chuck device and a quick coupling device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: it was further reported by japan that during service and evaluation, it was determined that the battery handpiece device also had component damage. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from (B)(6)2022 to (B)(6)2022.